Manufacturer narrative:
If explanted; give date: not applicable to date there is no indication that the lens has been explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient reported having blurred vision with no near vision and was uncomfortable after implantation of a zxr00 intraocular lens (iol) in the right eye. Additional information was provided in a follow-up, the patient has blurry vision up-close and stated it is worse than prior to the surgery. She feels like there is something in her eye and is attributing it the lens that is implanted. She is experiencing headaches and had an infection and just completed taking the medication. She will find out if the infection has cleared at her next doctor¿s appointment. She also stated she has a surgery appointment scheduled for friday (B)(6) 2018 but will try to get it re-scheduled until she gets results of the investigation. She does not know what the surgery is for but believes it is for a lens replacement. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.